Event description:
It was reported patient presented to clinic for change out due to normal eri. Externalized conducters between the svc and the rv coils were observed via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.